Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient observed air in the patient line during the initial drain of automated peritoneal dialysis (apd) therapy. The patient was connected at the time of the observed air. Nothing unusual was noted during troubleshooting for the air. A technical service representative (tsr) explained proper procedures with the patient and instructed the patient to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report.